Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction is considered to be a permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, two xience v stents were deployed. A 2.75 x 28 mm xience v stent was deployed as direct stenting in the mid lad. A 3.0 x 12 mm xience v stent was deployed with pre-dilatation in the proximal lad. However, six hours later, the patient developed worsening congested heart failure (chf) and more a-fib. The patient also had raised troponin which indicated myocardial infarction (mi). There was angina and elevated enzymes which were treated with medication. No additional event or patient information is available.

Manufacturer narrative:
Summation - angina, arrhythmia, and myocardial infarction are all known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Elevated cardiac enzymes is a known no-fault post-procedure complication. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement, and cause procedural complications". A conclusive root cause for all reported patient effects, and the relationship to the devices, if any, cannot be determined. The 3.0 x 12 mm rx xience v is being reported under this same manufacturer report number.